Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a ventilator's internal battery was found to be depleted and a "service required" alarm condition occurred. The device was not in patient use. The device's internal battery was replaced to address the issue.